Event description:
It was reported that the physician had a difficult time advancing the stent delivery catheter through the valve of the introducer sheath. The stent delivery system was removed. When the physician was inserting a balloon following stent deployment, a marker band was observed inside the sheath. The physician snared it without difficulty. The center marker band had dislodged from the stent delivery system with no effect to the pt.

Manufacturer narrative:
The device was returned and analyzed. The diameter of the delivery catheter in location of both the marker bands was within specification. The assembly manufacturing process document and equipment records for the marker band swager were reviewed and no issues were noted that would have led to the reported event. Process monitoring with open diameter verification are being performed with no issues noted. Device history records for the device were reviewed and no anomalies were noted that would have led to the reported complaint. The dislodged marker band was returned and evaluated dimensionally and it met the inner diameter and outer diameter requirements. Prior investigations of this event type have discovered that this particular introducer sheath's valve (another manufacturer) may be below its labeled specification causing the delivery system's marker bands to dislodge or move. We have received three of the pinnacle introducer sheath's back for analysis and found that when their valve is tightened, a pin gauge test results in less than 7fr. This tightness results in the sheath catching the marker band causing it to move/dislodge. The manufacture of the introducer sheath has been informed of the events. There have been no serious injuries or deaths related to these events. Idev is currently in the process of incorporating embedded marker bands in the stent delivery system.